Event description:
It was reported by the customer that the pressed pin that holds the knurled knob onto the handle assembly of a 7 year old surgical light came out causing the knob to fall into the surgical site. The incident occurred when the staff grabbed the handle to adjust the light position over the pt. The knob was successfully retrieved from the site and no injuries were reported. An alm senior technical specialist coordinated with the rptr to provide replacement part numbers and procedure reminders for checking the stability of the handle assembly during routine maintenance evaluations. Rptr evaluated other handle assemblies within the facility and did not find add'l concerns.